Event description:
During product evaluation the pump's air-in-line was found to be out of specification. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: during product evaluation, the air in line printed circuit board (ail pcb) values were confirmed to be out of specification. The ail pcb was recalibrated.